Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, missing end cap sticker, minor scratches and worn display window.

Event description:
It was reported the insulin pump had cracks near the battery compartment and around the display window. The display was also scratched and worn. Customer did not know blood glucose value. No further information reported.